Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes visual and functional evolutions throughout manufacturing, including fragmentation testing to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples cannot be evaluated. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available information we are not able to identify a definitive root cause at this time. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the unspecified bd phaseal device experienced foreign matter/coring in vial or fluid path. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was recently reported to me from a pharmacy staff member, that there have been considerable instances of particles floating in final IV products that is identified during final pharmacist product verification. We have been utilizing the bd phaseal system with much success, but have had failures recently using the products to prepare etoposide & docetaxel.